Manufacturer narrative:
A review of lot c903 shows no nonconformances. This lot met all release requirements. Trends have been reviewed for this complaint category and no trend has been detected for leak centrifuge alarm and centrifuge bowl leak/break. No capas have been initiated for these complaint categories. The assessment is based on information available at the time of the investigation. The customer has agreed to return the kit for further analysis; however, it has not yet been received by the manufacturer. Therefore, we are currently unable to determine if this specific product met specification based solely on the information provided by the customer. Once the product has been received and investigated, the outcome of the investigation will be provided through a supplemental medwatch. Complaints are monitored through tracking and trending. If a trend is detected, further action will be taken through the CAPA/continuous improvement process.

Event description:
Customer called to report a blood leak alarm that occurred during the fifth cycle of a treatment, after buffy coat had been collected. They found a blood leak occurred in the centrifugal bowl. Patient was disconnected and treatment was aborted. Operator thinks they have cleaned up the spill and are able to turn on the instrument and not receive a recurrent blood leak alarm. Patient condition was reported to be stable. The customer has agreed to return the kit for investigation, but it has not yet been received. No further information was provided.